Event description:
Customer reported air bubbles in infusion set tubing, occurring twice between end of july and beginning of august. Blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. Customer changed cartridge and infusion set/tubing to resolve issue and requested replacements, which technical support agreed to send.